Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR 1225714-2014-05384, 1225714-2014-05385 and 2937457-2014-01359.